Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 3.5, 7.5, 8.5, and 116.5 cm from the proximal end. The embolization coil was intact with its pusher assembly and had offset coil winds along its length. Conclusion: evaluation of the returned smart coil revealed that the embolization coil winds were offset. If the introducer sheath is not properly aligned inside the hub prior to advancement, damage such as offset coil winds may occur. The smart coil encountered resistance while advancing into the hub of a demonstration microcatheter and could not be advanced any further. Further evaluation of the returned smart coil revealed that the pusher assembly was kinked. Some of these kinks may have occurred due to forceful advancement against resistance while others may have occurred when packaging the device for return to penumbra. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple smart coils using a non-penumbra microcatheter. The physician then experienced difficulty advancing another smart coil out of its introducer sheath and into the hub of the microcatheter and, therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.